Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 2 of 5. The power cycled and the hc then alarmed system error 2367. The technical service representative (tsr) advised use of new disposables. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(6) 2011 regarding the alarm. The home patient (hp) stated that the issue was resolved. The hp stated there may be a hole in their catheter and they will be getting it looked at soon. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, they did not receive any injury or medical intervention as a result of this incident. The hp stated that they were doing fine and continuing therapy without issues. The hp stated that they had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp?s dialysis products. No further information was provided.